Event description:
It was reported that a patient may have a potential revision of a redapt femoral stem and accord troch plate for a cancer patient with poor quality bone. The customer does not fault the product. Once the revision occurs, more information will be provided.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, a revision has not taken place at this time. Without supporting clinical/medical documents a thorough investigation cannot be performed. When information becomes available this complaint can be re-assessed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.